Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, the customer wears the pump against their skin and there was a temperature change that occurred prior to the occlusion alarm occurring. Blood glucose level was 112 mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Tandem technical support advised the customer to prevent temperature changes to the pump.